Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) blood leakage was observed by the laboratory personnel. There was no indication of exposure or impact. The following information was provided by the initial reporter: "this is a report about leakage of blood with the use of bactec bottle. According to the customer's report, after blood transfer, blood leaked from near the bottle cap. The user was performing this operation, wearing gloves, in a safety cabinet".

Manufacturer narrative:
H6: investigation summary: catalog:442023, batch no. 0217266. Bd was unable to reproduce customer¿s experience with the bactec product for leakage defect. Satisfactory results were obtained from retention samples when visually inspected. Batch history record review did not identify any evidence for which the customer submitted the complaint. Vacuum test was performed with satisfactory results. Complaint is confirmed based on photos received from the customer. A technical assessment was performed by the engineering department to determine if the optima filling line 4 had mechanical issues and/or breakdowns during the manufacturing process of the aforementioned batch. Investigation revealed that preventive maintenance to the optima filling line machine was completed on time as scheduled. Upon evaluation of breakdowns / incidents reports, there were no malfunctions reported related to cap seal. Cap vision inspection system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) blood leakage was observed by the laboratory personnel. There was no indication of exposure or impact. The following information was provided by the initial reporter: "this is a report about leakage of blood with the use of bactec bottle. According to the customer's report, after blood transfer, blood leaked from near the bottle cap. The user was performing this operation, wearing gloves, in a safety cabinet."